Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. Concomitantly, the patient underwent a revision of an anterior colporrhaphy. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has gone under multiple removal and revisions of mesh due to chronic erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07928. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, vaginal scarring, and bladder removal.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection.